Event description:
It was reported that there were lead sensing issues and the physician's decision was to not replace the lead during device changeout. After device changeout, the lead impedance and thresholds increased and there was loss of sensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.